Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The internal battery and the non-return valve (nrv) were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
An astral device was returned for 2-year preventive maintenance. During evaluation, it was identified that the device displayed an internal battery degraded warning alarm and the device was failing flow control module check. There was no patient harm or serious injury reported as a result of this incident.